Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 4.75 inches from the pump housing and the distal portion of the driveline was also returned. The returned portions of the driveline were tested for electrical continuity in the condition that they were received in and the black wire on the pump end portion of the driveline produced an open circuit. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the metal connector revealed that the black wire was completely fractured. A breach to the insulation of the green wire was also identified in this location. The observed wire damage appeared to be the result of repetitive movement of the driveline in this location. The remainder of the driveline was submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation and the test did not reveal any additional areas of current leakage. The green wire redundantly supports motor phase 1 and the black wire redundantly supports motor phase 2. If the exposed conductors of the black or green wires made contact with the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the evaluation of the submitted system controller log files. These events also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. Furthermore, the open circuit identified along the black wire appeared consistent with the driveline fault alarms that occurred on (B)(6) 2017. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2016-01881. The referenced use of un-grounded cables was reported under medwatch MFR report# 2916596-2017-00135. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 2 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to driveline fault alarms. A log file reviewed by the manufacturer¿s technical service representative confirmed the driveline fault alarms. The patient had received a prior distal end percutaneous lead (driveline) replacement on (B)(6) 2016, and there was not enough length of the driveline remaining to perform a second replacement. In addition, on (B)(6) 2016, the patient received two non-grounded cables due to confirmed low speed and pump stoppage events. No additional information was provided.